Event description:
It is reported that during surgery in 2008, when the surgeon was inserting the screw, the screw broke under the screw head. The surgeon removed the broken screw and inserted another screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.